Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead¿s pacing impedance and thresholds have risen recently. The rv lead was partially removed, capped and replaced. No patient complications have been reported as a result of this event.